Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 30 seconds, the balloon vertically ruptured at the distal of the balloon. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.